Manufacturer narrative:
Analysis of the pump revealed no anomaly. As received, the pump had fluid in the reservoir and was left running in simple continuous mode with patient-activated dosing active. Pump logs were gathered with no anomalies found. Infusion history indicated personal therapy manager (ptm) usage.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n425756, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The patient reported not getting effective therapy. The patient¿s physician was suspicious of overinfusion. The device was removed. The patient¿s status at the time of the report was alive with no injury. The pump contained fentanyl and hydromorphone. The patient's outcome was requested.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a history of malignant tumor of colon, carcinoma of colon, metastasis to live of unknown primary, secondary malignant neoplasm of liver, neoplastic disease, deaf or serious difficulty hearing, difficulty concentrating, remembering or making decisions, difficulty walking or climbing stairs, difficulty dressing or bathing, difficulty doing errands alone. Patient allergies included penicillins. Additional patient medications included cephalexin, gabapentin, losartan, mephyton, oxycontin, potassium chloride, and xeloda. During an appointment on (B)(6)2014 the patient had a blood pressure of 128/73, pulse of 107bpm, oxygen saturation of 97%, and a pain scale of 4/10. The patient had interference with household activities, interference with walking ability and general activities with associated symptoms of anxiety and depression. The patient also had aching/throbbing of the bilateral lower leg and could not lay in bed for long periods of time. Associated symptoms included weakness, numbness, tingling, swelling, redness, warmth, instability, radiation downleg, depression and anxiety. The symptoms had been continuous since onset of the cancer. Allevia ting factors included narcotics. No imaging studies had been done. The patient presented to the clinic for a pump refill and the risks and benefits were reviewed in detail. After the refill, the pump was found to be functioning properly. The pump was programmed to deliver the dame medications of fentanyl 2000mcg/ml at 1000.1mcg/day and hydromorphone 4mg/ml at 2.0002mg/day. During an appointment on (B)(6) 2014 the patient's blood pressure was 143/102, pulse was 114bpm, and oxygen saturation was 98%. The patient had interference with household activities, interference with walking ability and general activities with associated symptoms of anxiety and depression. The patient also had worsening aching/throbbing of the bilateral lower leg and could not lay in bed for long periods of time. The severity was considered severe. Associated symptoms included weakness, numbness, tingling, swelling, redness, warmth, instability, radiation down leg, depression and anxiety. The symptoms had been continuous since onset of the cancer. Alleviating factors included narcotics. No imaging studies had been done. They patient was unable to get out of bed due to extreme weakness in the right leg and requested a home pump refill visit. Thus, her intrathecal medication and refill kits and ultrasound machine were taken to her home for in home visit and pump refill. Upon examination, the patient's right heel was noted to be significantly necrotic and looked infected, almost gangrenous. Her right leg was quite edematous as it had been. The family stated that she had discontinued her anticoagulation therapy and that hospice was providing antibiotic ointment to be placed on the heel of the right foot. The patient reported that she was getting good analgesic benefit with her intrathecal pump and was using the bolus device regularly. On interrogation, she was noted to have minimal amount of medication left in the pump and so the pump was refilled with similar concentration and similar dosing patterns. The patient was made understood of the risks of filling the pump with the medications delivered by the device system. After the refill, the pump was found to be functioning properly. The pump was reprogrammed to deliver the same medications of fentanyl 2000mcg/ml at 1000.1mcg/day and hydromorphone 4mg/ml at 2.0002mg/day. An in depth discussion was had with the family to address the patient's critical condition. The patient's daughter had requested oral antibiotic, however, the physician told her that this would likely not be beneficial and that if treatment was really sought then intravenous (IV) antibiotics with possible surgical debridement would probably be appropriate medical management for her condition, but considering the severity of her metastatic disease, it was not likely and the fact that she had been hospice, this was not currently in the planning of stages. The physician also discussed the possibility of pulmonary embolism which might cause shortness of breath and that if this was not going to be treated medically then using morphine to address the symptoms of air hunger would be appropriate. The daughter was to call in two days to report on the volume of the pump and update on the patient's condition. During an appointment on (B)(6) 2014, the patient's chief complaint was increased leg pain. At this time the patient had a blood pressure of 144/79, a pulse of 108bpm, and oxygen saturation of 92% room air at rest. The patient had the increased leg pain since the morning of (B)(6) 2014- and requested an adjustment to the pump to achieve greater pain relief. A home pump refill was requested, thus her intrathecal medication, refill kit and ultrasound machine were taken to her home for in home visit and pump refill. The patient was made understood of the risks of filling the pump with the medications delivered by the device system. After the refill, the pump was found to be functioning properly and the infusion rate was increased by 100% from fentanyl 1000.1mcg/day and hydromorphone 2.0002mg/day to fentanyl 2000.2mcg/day and hydromorphone 4.0004mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.